Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure the duet stent was forced against resistance into a lesion, contrary to instructions for use, that reportedly had not been adequately pre-dilated, resulted in suboptimal angiographic outcome. The pt became unstable and was sent for emergency bypass surgery. Reportedly, the surgery was successful and the pt is currently recovering.